Event description:
A report was received that the patient was admitted to the hospital due to severe abdominal pain. It was mentioned that the pain was procedure related. The patient was given pain medication and was discharged and doing well.